Event description:
I am wearing a libre 3 plus sensor for diabetes. Libre was placed on (B)(6) 2026 and had difficulties with low glucose readings after the one hour warm up. Nothing but a red line on my libre reader. This continued until on (B)(6) 2026 when I took a reading and the sensor read 117 and my fingerstick read 165. I waited 10 minutes for the libre sensor to catch up with the interstitial fluid and the libre reading was 113. I waited another 5 minutes and took another libre sensor reading which was 104. This was a 62 mg difference between the sensor reading and a fingerstick, which was a 40% difference, well outside the normal abbott published acceptable variance. Then the libre sensor dropped to 54 at which time I removed the sensor and replaced it with a fresh sensor. This will be the 8th defected libre 3 plus sensor that I have experienced in the past 3 months. This is causing me to have acute anxiety attacks which are now destabilizing by bipolar 1 disorder. I had to contact my board-certified physician for advice and medication adjustments. I will have an in-face appointment in 4 weeks. Patient: 2328, 1905. Device: 1535. Reference reports: mw5185797, mw5185868, mw5185869, mw5185870, mw5185871, mw5185873, mw5185873, mw5185874.